Event description:
It was reported that the passage to the lmt - cx was tortuous and stenotic and resistance was met when the powersail was advanced. Since the balloon was short and might shift during inflation, it was inserted a little further and pulled when inflated to hit the target. After the balloon was inflated a couple of times, it was removed and the lesion was checked with ivus. When the powersail was going to be inserted again, it was noted that the tip had separated and was in the physician's hand.